Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The peritonitis was manifested by "acute abdomen" (not further specified). The patient was hospitalized for the event of "acute abdomen". During hospitalization the patient was diagnosed with peritonitis. Treatment details were not reported. On an unknown date, the patient passed away. The cause of death was reported as peritonitis; however, an autopsy was not performed. It was not reported if dianeal therapy remained ongoing or if the patient was performing therapy at the time of death. No additional information is available at this time.